Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value, unexpected restart and replace battery alarm. Customer¿s blood glucose value was 416mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated the display was not blank less than 30 seconds and was not blank at the time of call. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to damaged electronic assemblies. Unable to verify pump error 23, power loss alarm, battery power loss or replace now alarm due to blank display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test. Unit received with damage motor assemblies, corroded battery tube, end cap broken off, cracked retainer, minor scratches on case, cracked lcd glass and minor scratches on lcd window.